Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have exhibited localized melting, which is indicative of arcing 1.06" from the proximal end where the instrument inserts from. The complaint was confirmed by failure analysis. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip-cover accessory was torn. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the mcs tip cover accessory was inspected prior to use. There was no damage or anything out of the ordinary observed. The damage was observed on the clear part of the mcs tip cover. Arcing was not observed. The mcs tip cover accessory did appear to be properly installed during the surgical procedure. No part of the orange surface visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. Installation tool was used. No electrolube or any other lubricant applied to the mcs instrument prior to the tip cover installation. The instrument tips did not collide with any other instrument or tool during procedure. There was no damage noted to the mcs instrument. No fragment fell into the patient.